Manufacturer narrative:
The customer subsequently reported finding two batteries with cracked tabs that did not seat properly. No further investigation was wanted by the customer. The device was not evaluated by stryker therefor no root cause can be determined.

Event description:
The customer contacted stryker to report their device unexpectedly lost power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.